Event description:
Customer called lfs in 2002, alleging their meter was reading inaccurately low and they went to hospital. Per cust. Serv. Rep, the followng was documened. Customer reported their meter was inaccuratley low. Had symptom of tiredness. "Customer said they tested 114mg/dl on ot ii meter and called ems in 2002." "Upon going to ER; customer tested 460 on ems' meter and when they arrived at ER, tested 460 on thier meter also." "Customer was given insulin for treatment." Unk if they were treated in ER. "Customer said customer was hospitalized for 9 days and had surgery for cyst on behind." Customer was using alcohol to clean meter. Meter was not replaced. Qc items sent.